Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient¿s mother believed ¿the sensor was not giving correct readings¿. It was reported the patient¿s bg meter reading was 400 mg/dl however, the cgm value at this time could not be recalled. The patient was also wearing an omnipod insulin pump. The patient was given water but she then vomited. It was also reported the patient was treated with insulin. Ems was called and transported the patient to the ER. At the ER, the patient¿s bg meter and cgm values could not be recalled. The reporter could not recall any specifics regarding any tests, medications, or treatment the patient received. At some point a repeat bg meter check was 298 mg/dl. The patient was discharged the night of (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.